Event description:
It is reported that device revised, has been revised due to loosening. Exact implant and explant dates are not known.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.